Event description:
Pt had surgery and foley was inserted. Pt left at discharge with catheter in place. Returned to doctor's office, as planned for catheter removal. Physician was unable to remove the catheter in the office. Pt was taken to surgery at another hospital to have the catheter removed. Had a ureteroscopy. The balloon deflated, but the way it deflated prevented removal from the bladder in the doctor's office.